Event description:
Customer reported that erroneous patient demographics populated when the accession # is entered. Customer indicated that patient a's ((B)(6)) blood results transferred to rapidcomm (data management system). During validation, the accession # 900 was entered and patient b demographics populated. There was no report of injury due to this event.

Manufacturer narrative:
Customer has been contacted for the issue. Customer indicated that the facility had upgraded his system and did not enable the orders / adt feed after the upgrades and as a result rapidcomm was trying to update record per the rapidcomm database. Customer also indicated that they had to make some changes as discovered by this issue and also a result of his upgrade. Facility is using much larger accession # than 3 digits, as patient moves from location to location they identify the procedure with a code that increments by a factor of 100. The typical use of accession numbers is to make them large enough, so customers are unlikely to be reused with any frequency. Using a number as small as 3 digits can mean that even in the smallest hospital, there is a high likelihood of that duplication as has been reported will happen. Customer has confirmed that the issue has been resolved with the information provided. Product is meeting its claims and the issue was related to the setup in the lis.